Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl. Customer reported that insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer experienced nausea and vomiting as a result of high blood glucose and treated with insulin drip for high blood glucose in hospital. Customer was advised to perform high pressure test and it was passed. It was also stated that the cannula was bent and customer declined to troubleshoot for the issue. The insulin pump will not be returned for analysis.